Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that the procedure was being performed on a (B)(6) male pt, (B)(6). The pt was admitted for closure of a defect of the interatrial septum. After insertion of the arrow 4 lumen 8.5fr catheter in the theatre, the pt had an allergic reaction to the chlorhexidine impregnated central line. The pt underwent intervention for anaphylaxis shock. There was no pt death and the pt returned for the procedure on (B)(6) 2011 which was successful.